Manufacturer narrative:
Information contained in this record was previously submitted through psr on 23jul2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and others, missing a piece of shell and orientation dot (50-75%) and underweight. A microscopic analysis was performed which identified: broken striated on the posterior and broken sharp on the posterior. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell and orientation dot due to inconclusive. Striated broken due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports right side rupture. Device was explanted.